Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that whenever they were trying to deliver a bolus it was going slower than the usual and getting stuck at 90% whenever trying to connect. Agent assisted the patient in deleting the data and patient was able to connect without having any further issue. The troubleshooting steps resolved the issue. Agent advised to contact us back if they need further assistance.